Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experiencing hypoglycemia. Blood glucose level was at the time of incident was 46 mg/dl and it treated with 6 glucose tablet after that blood glucose level was 284 mg/dl. It was unknown that if insulin pump was on auto mode. Insulin pump will not be returned for analysis.